Event description:
It was reported that when the 'ncircle tipless stone extractor' was removed from the package, the connection between the handle and the basket sheath was found loose. It was manually tightened, and the same device was used to complete the procedure. Other incidences of the same problem from the same facility are reported under patient identifiers (B)(6) and (B)(6). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: it was reported that when the 'ncircle tipless stone extractor' was removed from the package, the connection between the handle and the basket sheath was found loose. It was manually tightened, and the same device was used to complete the procedure. Other incidences of the same problem from the same facility are reported under patient identifiers (B)(6) and (B)(6). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also reviewed product labeling. The IFU ['t _ ntse_ rev1'] supplied with the device did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint device(s) were also conducted. One, used, 'ncircle tipless stone extractor' was returned for investigation. The male luer lock adapter that connects the basket sheath assembly to the handle was loose; a function test found the basket opens and closes normally. Cook has concluded that the device was manufactured to specification. The returned device was found to have a basket that opened and closed properly when the handle was functioned. The male luer lock adapter that connects the basket sheath assembly to the handle was found to be loose. The provided information stated the mlla was loose before use and that the user tightened the connection and used the device for the procedure. Since the device was manipulated by the user, the condition of the device as received by the user could not be determined. Although the cause could not be determined, the operators involved with the process of securing the mlla to the handle were informed of the issue. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.